Event description:
Ecn event description: null. Patient present at time of event?: yes. Patient complications: dissection. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no. Medical or surgical interventions: placed additional stent. Patient outcome: expected to fully recover.

Manufacturer narrative:
Complaint investigation has been completed as part of this report.

Event description:
Ecn event description: null. Patient present at time of event?: yes . Patient complications: dissection. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no. Medical or surgical interventions: placed additional stent . Patient outcome: expected to fully recover.